Manufacturer narrative:
Section has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor adhesive was returned. An extended investigation of the returned product has also been performed. The puck and plug were returned and the applicator and sharp were not returned. Visual inspection has been performed on the returned unit and no issues were observed. The device history record (DHR) has been reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. An extended investigation has been performed for the reported complaint, sharp and applicator that has not been returned. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality if the partial product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor and experienced symptoms described as pain, swelling, redness and infection. Customer had contact with a healthcare professional and received keflex (cephalosporin, antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor and experienced symptoms described as pain, swelling, redness and infection. Customer had contact with a healthcare professional and received keflex (cephalosporin, antibiotic) for treatment. There was no report of death or permanent injury associated with this event.